Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. With review of the available information there was no evidence of any device malfunction or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. The medical team indicated that the reported event is possibly related to the implant procedure and patient condition. Based on the available information a definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the reported event are multifactorial and may be attributed to implant procedure, patient past medical history, and patient comorbidities. There are patient and procedural factors that may have contributed to this event. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pleural effusions are known potential complications associated with all patients implanted with vad's. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical database that this patient developed moderate pleural effusions three days after lvad implant procedure. On (B)(6) 2015, the patient was taken for left thoracentesis for removal of 750 milliliters (ml) of serosanguinous fluid. Post-procedure CT chest continued to show moderate bilateral effusions. On (B)(6) 2015 the patient underwent la eft thoracentesis for removal of 1000 ml serosanguinous fluid. Post-procedure chest x-ray (B)(6) showed minimal residual left pleural effusion. Specimen's results for culture after thoracenteses were negative. The event was reported to be resolved by august 25, 2015.